Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF FIVE-HUNDRED AND THIRTY-FIVE (535) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-JAN-2014 AND 31-MAR-2024, USING POLARCUP CEMENTLESS ACETABULAR COMPONENTS. FROM THESE, TWENTY-FOUR (24) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVEN (7) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND TWELVE (12) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-JAN-2014 AND 31-MAR-2024 IN GERMANY.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025)0 SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF FIVE-HUNDRED AND THIRTY-FIVE (535) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-JAN-2014 AND 31-MAR-2024, USING POLARCUP CEMENTLESS ACETABULAR COMPONENTS. FROM THESE, TWENTY-FOUR (24) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVEN (7) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO MALPOSITION/MALALIGNMENT, TWO (2) HIPS DUE TO ASEPTIC LOOSENING AND TWELVE (12) HIPS DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-JAN-2014 AND 31-MAR-2024 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE POLARCUP DUAL MOBILITY ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FIVE-HUNDRED AND THIRTY-FIVE (535) PRIMARY THA PROCEDURES WITH POLARCUP CEMENTLESS ACETABULAR COMPONENTS HAVE BEEN PERFORMED IN GERMANY BETWEEN 01-JAN-2014 AND 31-MAR-2024. THESE COMPONENTS HAVE BEEN PAIRED AND REVIEWED BASED ON THE FOLLOWING SUBCATEGORIES: ELECTIVE THA WITH CEMENTLESS STEMS, ELECTIVE THA WITH CEMENTED STEMS AND NON-ELECTIVE THA AFTER BONE FRACTURE(S). THE POLARCUP CEMENTLESS ACETABULAR COMPONENTS ARE PERFORMING IN LINE WITH THE RESPECTIVE CLASS SUBCATEGORY AT THE AVAILABLE FOLLOW-UP TIME (1-8 YEARS) BASED ON OVERLAPPING OF CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS FOR EACH SUBCATEGORY ARE PRESENTED IN THIS REPORT: 1. ELECTIVE THA WITH CEMENTLESS STEMS (POLARCUP CEMENTLESS ACETABULAR COMPONENTS USED IN 327 HIPS VS 447539 PROCEDURES LISTED FOR THE CLASS). AT 1ST POSTOPERATIVE YEAR: 4.1% (1.9%-6.3%) VS 2.7% (2.7%-2.8%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 4.1% (1.9%-6.3%) VS 3.1% (3.1%-3.2%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 4.1% (1.9%-6.3%) VS 3.4% (3.3%-3.5%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 4.1% (1.9%-6.3%) VS 3.6% (3.5%-3.6%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 4.1% (1.9%-6.3%) VS 3.8% (3.7%-3.8%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 4.1% (1.9%-6.3%) VS 3.9% (3.9%-4.0%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 4.1% (1.9%-6.3%) VS 4.1% (4.1%-4.2%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 4.1% (1.9%-6.3%) VS 4.3% (4.2%-4.4%) OF THE CLASS. 2. ELECTIVE THA WITH CEMENTED STEMS (POLARCUP CEMENTLESS ACETABULAR COMPONENTS USED IN 82 HIPS VS 122334 PROCEDURES LISTED FOR THE CLASS). AT 1ST POSTOPERATIVE YEAR: 1.4% (0.0%-3.9%) VS 2.4% (2.3%-2.5%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 1.4% (0.0%-3.9%) VS 2.7% (2.6%-2.8%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 1.4% (0.0%-3.9%) VS 2.9% (2.8%-3.0%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 1.4% (0.0%-3.9%) VS 3.2% (3.1%-3.3%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 1.4% (0.0%-3.9%) VS 3.4% (3.3%-3.5%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 1.4% (0.0%-3.9%) VS 3.6% (3.5%-3.8%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 1.4% (0.0%-3.9%) VS 3.9% (3.7%-4.0%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 1.4% (0.0%-3.9%) VS 4.1% (3.9%-4.3%) OF THE CLASS. 3.NON-ELECTIVE THA AFTER BONE FRACTURE(S) (POLARCUP CEMENTLESS ACETABULAR COMPONENTS USED IN 126 HIPS VS 36977 PROCEDURES LISTED FOR THE CLASS). AT 1ST POSTOPERATIVE YEAR: 8.4% (3.3%-13.2%) VS 6.1% (5.8%-6.3%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 8.4% (3.3%-13.2%) VS 6.7% (6.4%-6.9%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 8.4% (3.3%-13.2%) VS 7.1% (6.8%-7.3%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 8.4% (3.3%-13.2%) VS 7.4% (7.1%-7.7%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 8.4% (3.3%-13.2%) VS 7.6% (7.3%-7.9%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 8.4% (3.3%-13.2%) VS 7.9% (7.6%-8.2%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 8.4% (3.3%-13.2%) VS 8.2% (7.8%-8.5%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 8.4% (3.3%-13.2%) VS 8.4% (7.9%-8.8%) OF THE CLASS. THE TWO MOST FREQUENT CAUSES OF REVISION WERE: INFECTIONS (29.2%) AND UNKNOWN (41.7.1%). REVISION DUE TO INFECTION ARE MOST LIKELY NOT DUE TO THE IMPLANT ITSELF, AND RATHER DUE TO ISSUES WITH THE SURGICAL TECHNIQUE OR PRE-EXISTING CONDITIONS. ADDITIONALLY, THIS COMBINATION OF POLARCUP CEMENTLESS ACETABULAR COMPONENTS ACCOUNTED FOR 535 IMPLANTATIONS OUT OF THE 606,850 OTHER THA PRODUCTS. THEREFORE, THE LOW NUMBER OF IMPLANTS AT RISK MAKE THE STATISTICAL MODEL NOT RELIABLE FOR COMPARISON TO CLASS AVERAGE, AS SHOWN BY WIDER CONFIDENCE INTERVALS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;

Manufacturer narrative:
H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 9613369-2025-00077 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 9613369-2025-00070 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.